Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The evis image and scope connector had deep dents and scratches causing image issues. The control knob movement had play and was loose. The plastic distal end cover and insertion tube had minor scratches. The bending section cover glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope presented an e315 scope error message (no image). The scope was brought in the room, connected to the processor and the error appeared. The scope was brought to another room and tried on another processor and the same error code appeared. The processors were working as intended. The intended procedure was completed with another scope. No patient injury or procedure impact reported. The scope was just returned from repair for the same issue. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd." "Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and a faulty contact can result." "Important information ¿ please read before use warnings and cautions do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.